Event description:
User facility report (B)(4) received stating the following: on (B)(6) 2014 a now (B)(6) year-old female underwent a revision for failure of a failed left total knee replacement. The component that failed had been implanted on (B)(6) 2010. Following the (B)(6) 2010 revision left knee surgery (that followed hardware removal in (B)(6) 2010 w/ spacer placement for what turned out to be a cement allergy, s/p original left knee replacement done at another facility in 2009)the patient did well, ambulating with a cane, until (B)(6) 2014 when she felt a sharp pain while grocery shopping. She was unable to bear weight after without pain. She went home and iced the area. At an appointment with her pain management physician on (B)(6) 2014 x-rays were ordered, which revealed "left knee has a semi-constrained long stem total knee replacement with dissociation of the base of the femoral stem from the femoral condylar component, new since (B)(6) 2014. The tibial post is also visualized in its entirety on the ap view, suggesting disengagement from the intercondylar notch." (B)(6) 2014 CT scan noted metal fatigue fracture or dissociation at the base of the femoral stem with suggestion of dissociation of the tibial post. There is no lucency around the tibial or femoral stems.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.